Manufacturer narrative:
Complained product will not be not available.

Event description:
Heads begin to no longer attach properly to the body of the toothbrush. Come off continuously - oral-b/power oral care refills [device breakage]. Mold and residue forming inside the head [product contamination microbial]. Case narrative: consumer via email stated that brush head no longer attach and come off from the body of the toothbrush when the consumer brushes. No injury was reported.